Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the failure was due to the following: the event related to the continuous reboot of the unit is presumed to have occurred due to a malfunction of the power supply. The failure to display video image was presumably due to a motherboard failure. The definitive cause of the failures could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system had no image and was auto restarting. The issue occurred during preparation for use for a diagnostic ear and nose endoscopy procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.